Event description:
During the review of the patient's medical records the company was made aware that on (B)(6) 2008 the patient developed post revision flap redness. The patient's flap reportedly looked red and had bumps per the patient's mother, however no drainage was observed. The patient was treated with keflex suspension for ten days and was prescribed tobardex ophthalmic ointment.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The patient's flap redness has reportedly resolved since no complaints of this were reported at the doctor's visit in (B)(6) 2009. The patient's device remains implanted. This is the final report.